Event description:
Info received indicates the left head siderail will not latch into the raised position.

Manufacturer narrative:
The tech found both latch pins in the siderail ctr arm retracted inside without releasing and the bed still had the earlier style siderail latching components as they were not upgraded by the account. The tech installed the siderail latch kits to repair the bed.